Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the left ventricular lead exhibited loss of capture. X-ray confirmed the lead had dislodged. The lead was repositioned successfully on (B)(6) 2014.